Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump's act and escape buttons were unresponsive. Customer confirmed that the device had recently been dropped. The customer also stated that the insulin pump had a battery out limit. Blood glucose level at the time of the incident was 253 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to moisture damage at the electronic assembly, also found corrosion on the motor and vibrator motor. Unable to verify low predicted alarm or weak battery alarms due to unresponsive buttons. The insulin pump has cracked case at the display window corners, cracked battery tube threads and minor scratched display window.